Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 24 mg/dl. Customer was found unconscious by spouse and was taken to the hospital by paramedics. Reason for low blood glucose was not given. It was reported that the night prior to even, customer's blood glucose was 241 and customer treated per insulin pump's recommendation. Customer's blood glucose at the time of call 300 mg/dl.